Event description:
The reporter contacted animas on (B)(6) 2012 alleging the keypad is peeling on the sides. The keypad buttons are reportedly responsive and without issue. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast keypad button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button.